Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-30871- device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in canada. On (B)(6)2024, the patient reported that the infusion set tubing was bent/deformed at the point where it meets cannula housing/connector. The infusion set was in use for one hour. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.